Event description:
It was reported that the external pulse generator (epg) was connected to a patient, and it was turned on. The pace light-emitting diode (led) and the sense led flickered, but there was no capture. The patient cable was exchanged, but still there was no capture. The epg was then exchanged for another epg, then the operation of the new epg was normal. It was also reported that the lower screen was difficult to read. The device was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the reported event, the device passed functional testing with no anomalies found. (B)(4).